Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with an infection. The implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and the left ventricular lead were explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.